Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs #1225714-00187, 00188, 00189 and 00190.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event in (B)(6) 2012 and subsequently expired on or about (B)(6) 2012 after the use of the product.